Event description:
It was reported that the patients primary system controller gave a power cable disconnect alarm when switching from battery power to main power module (mpu) during routine follow up in clinic. The healthcare professional (hcp) troubleshooted by connecting to power module and switching power cables. The primary controller was exchanged and the alarms were resolved. The patient tolerated the controller exchange well and reported no further alarms during follow up the next day. It was reported that white lead damage was suspected. Upon the log file review, appeared that the controller was operating as intended. A kub (kidney urinary bladder) x-ray was ordered by the hcp. There were two clusters of low power advisories after the controller exchange due to the patient switching from the mpu to a depleted battery twice. Log files were unable to be obtained from the exchanged controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed. Additional information provided communicated that no relevant log files were available for review. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power leads, batteries, and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.